Event description:
Litigation papers allege the patient significant discomfort, pain, stiffness, loss of motion, and, upon information an belief, loosing and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has or is at risk of metal toxicity and ongoing care and treatment. Patient is a resident of (B)(6). Update - report received from sales rep indicates the patient was revised (B)(6) 2012 due to stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient is a resident of (B)(6). Update - report received from sales rep indicates the patient was revised (B)(6) 2012 due to stem loosening. Update: 8/3/2012 - litigation papers received. There is no new additional information that would affect the investigation. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2927604, 2824087, 2843140, dw4d81000, ds8ed4000, and c6aar1000. A search of the complaint database finds additional reported incidents against lot code 2895853 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.